Event description:
The user's hearing levels worsened and he is now out of indication criteria for the device. The user was reimplanted with a cochlear implant on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: based on the information from the field the recipient's hearing deteriorated postoperatively, however this was not caused by the device. In addition, damage to the lead wire of the conductive link as might be caused by minute device mobility was found during device investigation. This finding is in line with the reported conspicuous is situ testing. The recipient has been reimplanted with a cochlear implant. This is a final report.

Event description:
The user's hearing levels worsened and he is now out of indication criteria for the device.the user was reimplanted with a cochlear implant on (B)(6) 2024.